Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported failure to deploy the clip could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). Estimated date of event. Exact date of occurrence was not reported. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 5fr sheath after a chemoembolization interventional procedure. Reportedly, the clip of the starclose se device did not deploy. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Although the name of the physician was not provided, it was reported that the physician was trained in the used of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.